Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 targeting the cluneal nerve. After activating the system, the patient reported persistent issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was performed and external components were replaced, however the issue persisted. Xray imaging confirmed the ipg had migrated within the pocket. On (B)(6) 2024 a surgical revision was performed to create a new pocket and place a new ipg in that pocket.

Manufacturer narrative:
Imaging found that the pocket created for the ipg was too large and allowed the device to migrate within the pocket. It appears that the communication issues reported by the patient are due to migration of the ipg within the pocket, which was caused by the pocket size being inappropriate for the device.